Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 72 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated that display did not return. The customer also reported via phone call that the insulin pump had display anomaly. Customer's blood glucose was 72 mg/dl. The customer was advised to stabilized at room temperature. Customer stated that the black screen did not disappear. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specific unit was monitored and no blank display anomalies were noted. No black display noted. Unit received with minor scratches on lcd window.